Event description:
It was reported that the back cover was loose and the system would not store images. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.